Manufacturer narrative:
Concomitant medical products: product ID 3999 lot# unknown serial# implanted: explanted: product type lead product ID 37082-60. Lot# unknown serial# implanted: explanted: product type extension. Other relevant device(s) are: product ID: 3999, serial/lot #: unknown. Product ID: 37082-60, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported a broken electrode. The patient reported that their stimulator didn't work anymore and surgeon decided to change it for a new one. No factors contributed to the issue. There was a report that they would like to make a test with the electrode to be sure that the electrode was still function but they discover a part broken. Actions taken included closing the patient and make a radioscopy to understand what they had implanted, if he had an extension or not. Then after the result of the radiology, they saw that it was an extension probably broken and not the electrode. The issue was not resolved and nothing happened to the patient but they planned another intervention on the 5th to remove the entire extension to test the existing electrode and see if they had to change the extension or the electrode. Later, it was reported that a piece of the extension in place like something broken and it was not possible to make the impedance and verify the material so the surgeon decided to plan another surgery to remove the extension because they didn't have another extension in the stock to make the change at the moment. The patient was implanted 10 years ago so they could imagine the extension was damaged. They were still waiting for a new date for this procedure so the event was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Continuation of d11: product ID: 3999, lot#: unknown, product type: lead. Product ID: 37082-60, lot# unknown, product type: extension. Product ID: 3550-29, lot#: unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Upon further review, result code 3252 applies to the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.